Event description:
The customer reported that the v60 ventilator had a navigation ring that was not functioning. It was unknown when the issue occurred. No user impact and/or harm was reported. The investigation is ongoing.